Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. During implantation, the impella 14fx25cm sheath kinked upon insertion. Therefore, the single access technique was aborted and a cook 14f x 30cm sheath was placed and the impella was placed into the proper position across the atrioventricular. While on support, distal ischemia was noticed on the right limb. The physician used external fem-fem bypass technique to perfuse the distal limb. The patient also developed oozing at the access site. The site was secured with suture and tegaderm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation of access site bleeding, positioning issues, and limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 reporting contact email revised on manufacturer device report 1220648-2024-13483 in accordance with updated procedures. H6 component code 3038 was inadvertently omitted on the initial manufacturer device report number 1220648-2024-13483.